Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the maxplus connector leaked while on a patient and connected to a bd syringe and non bd tubing. There was no patient harm.